Manufacturer narrative:
Device evaluation: the device related to the reported events anxiety ¿ product/procedure and rupture was received on mar 03, 2025 with lot number 1747779. Based on the product analysis performed, the assessments of the complaint codes are: anxiety- product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as surgical damage. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure non penetrating nick and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "biocell/rupture warranty" confirmed via ultrasound. This record is for the right side. The device remains implanted.